Manufacturer narrative:
The initial MDR 2432235-2016-00316 was filed on june 21, 2016. Additional information (06/23/2016): the initial MDR states that a siemens headquarters support center (hsc) specialist recommended the customer to remove any bubbles from the reagent before loading new containers on the system. The customer followed the hsc specialist's recommendation and had no further issues. The cause of the (B)(6) result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and discussed whether ca_2 results were unstable when the reagent levels were low. The customer had installed a new reagent lot. The customer stated that they did not obtain any additional discordant results. A siemens headquarters support center (hsc) specialist reviewed the data and determined that there was no known issue with the assay or reagents. The hsc specialist recommended that the customer remove any bubbles from the reagent before loading new containers on the system. The cause of the discordant, falsely elevated ca_2 result on one patient sample is unknown. The device is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated advia chemistry calcium_2 (ca_2) result was obtained on one patient sample while using reagent lot 359960. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 result.